Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 09-may-2024. The infusion set was in use for 2 hours. No further information available.